Event description:
As patient was being lifted off of the bed using the hoyer lift in the ceiling, the lift fell out of the ceiling and onto the patient's abdomen. We believe that there were two pins missing that hold it to the mount. No injury to the patient.